Event description:
The customer reported via phone call that they received a compromised force sensor system alarm on their insulin pump. Customer also stated insulin was squirting out during a manual prime. The customer stated they did not drop, bump or expose the insulin pump to moisture. The drive support cap was also not damaged. The customer's blood glucose was 12.8 mmol/l. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the prime test and the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.